Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: 157448, m2a-magnum mod hd sz 48mm, unknown lot number; 139254, m2a-magnum 42-50mm tpr insrt-3, unknown lot number; 15-103207, taperloc micro lat fmrl 13.5mm, unknown lot number. Report source, consumer - attorney. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04719.

Event description:
It was reported that patient underwent a hip revision surgery due to pain, decreased mobility, elevated metal ions, retro acetabular bone loss, and adverse local tissue reaction approximately 9 years post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Additional information has been received, once the investigation has been completed, a follow-up MDR will be submitted. This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Additional information does not change the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at this time.